Event description:
It was additionally reported that the patient was still able to receive stimulation although she was receiving error messages. The patient has not contacted the company representative for additional support.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Five months later, it was reported that the patient let the battery discharge but had issues charging before that occurred. Patient commented that the battery was giving her an end of service (eos) and would shut off, but would allow her to turn back on. Premature battery depletion was reported. The patient underwent a replacement and pocket revision for easier charging. No symptoms or complications were associated with this event. It was confirmed that the patient was in continuous mode and was doing great.

Event description:
The patient has seen the end of service (eos) message on the patient programmer (pp) 3 times since 3-4 months ago. The ins ¿will not hold a charge¿, that has been an issue since 3-4 months ago as well. The patient has never had an overdischarge event. Impedances looked normal upon testing, group impedances were somewhat low at 251 ohms but there were many active electrodes. The rate was at 90hz. The patient was charging but could only charge to 50% and has to charge frequently. The patient was currently feeling stimulation. It was further reported that the patient was having recharging issues. After charging the ins battery only lasts approximately 3 days before needing to recharge again. The eos displays when recharging. The patient was alive with no injury. The patient experienced no symptoms or complications. It was clarified that the patient was still receiving therapeutic stimulation. According to the session data reports and the medtronic data file, there has not been an eos event yet and there have been 0 overdischarges. The patient has charged with 4 and 6 coupling bars in the past. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. According to the trace report obtained from the ins, the total recharge count is (B)(4). The last recorded recharge session done while the device was implanted occurred on (B)(6) 2014. The battery was recharged for 2 hours 57 minutes and the battery charged from 3.720v to 3.840v. The typical duration of the last 6 patient recharge sessions was 2.1 hours, typical interval 18 days, and the typical coupling is 75%. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 4 hours 8 minutes; the ins charged from 3.660v to 4.060v with 100% coupling. There was no error messages received on the insr during this charge session.